Manufacturer narrative:
The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4000) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery due to pain. The surgeon indicated the most likely cause of the pain is due to a screw being in the intercuneiform joint. Upon hardware removal, it was confirmed there was no fault with the tmc hardware nor was it a determining factor for performing the revision surgery as initial placement was the issue. The patient was revised with non-tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2018, all hardware (sk12 and sd11) was removed in a revision surgery on (B)(6) 2018 due to pain from a screw being in the intercuneiform joint. Upon hardware removal, no failure was found in the hardware. The patient was revised with non-tmc hardware. There was no report of any patient impact or injury as a result of this event.